Event description:
Pt had cardiac cath in 2008, post procedure chest x-rays did not reveal any foreign body. Pt had open heart surgery at approximately 25 days later; post operative chest x-ray was interpreted as normal. A repeat chest x-ray in the next day was viewed by surgeon, a foreign body was identified. Pt was returned to surgery in the next day for removal of foreign body. "Anchor" remnant of heartstring.